Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not stop alarming a critical pump error. The customer's blood glucose level 120 mg/dl. They had an urgent alert check manual alarm prior to the critical pump error image. The customer stated that after they got the alarm they removed the battery and the insulin pump stopped alarming. They put a new battery but got a critical pump alarm. They could not put the insulin pump in storage mode. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unable to verify manufacturing mode due to critical pump error (open book image). Fault number broken force sensor error. Pump error noted in the pump history and critical pump error (open book image) during testings due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). No cosmetic damage noted.